Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment of an error, main printed circuit board (pcb) was out-of-specification. It was determined during analysis that the output connector assembly was broken. Analysis also noted that the hanger assembly was missing, hanger o-ring was missing, upper case was broken, lower case was broken, main seal was pinched, display wires were pinched with insulation exposed and extra wire dot found inside of the device. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned for service and tested out of specification during manufacturer's analysis. There was no patient involvement.